Event description:
It was reported to target/bsc that, "during use, the gdc coil detached inside of patient before the gdc power supply was hooked up. Had to retrieve the detached coil and then was able to complete procedure with another coil."